Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual examination of the cartridges noted that the clips were fully formed but not completely deployed. Since the clinical instrument was not received the loading units were loaded into a pmv representative instrument and fired; the pusher advanced properly and deployed the clips. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the clip not fully deployed condition may occur if the trigger of the instrument is not fully actuated releasing the clip from the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic cholecystectomy, while closing the cystic artery, after the device was closed, it fell off from the tissue. To resolved the issue and complete the case they replaced it with a new clip. The patient was alive with no injury.